Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported that prior to use with bd microtainer® sst¿ tubes foreign matter was discovered. The following information was provided by the initial reporter: we have notice a pack that has potential contamination, the pack is still sealed and a check has been made on the rest of the containers within that particular box and we don't any other issues,

Event description:
It was reported that prior to use with bd microtainer® sst¿ tubes foreign matter was discovered. The following information was provided by the initial reporter: we have notice a pack that has potential contamination, the pack is still sealed and a check has been made on the rest of the containers within that particular box and we don't any other issues.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-11. H6: investigation summary: bd received two (2) photos and the actual sample from the customer for evaluation. The reported condition was confirmed with one (1) of the photos and the actual customer sample. Visual inspection for correct color of caps was performed on fifty (50) retention samples with acceptable results. No foreign matter was observed. Based on the investigation, the potential cause for the mixed colors on the cap is due to the supplier¿s process since the same molds are used to manufacture all the cap colors. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text: see h10.